Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 was double clicked when opening. A field service engineer (fse) replaced the position sensor to resolve the issue and reboot the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed to recognize when it was open, and cubie d3 would not open. To access the medication, the cubie had to be manually pried open, after which it was temporarily secured closed using bandages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.